Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was in the hospital due to dehydration, which was not related to the pump or therapy. It was reported that the patient was admitted to the hospital for questionable overdose symptoms and was given narcan. The patient was in the intensive care unit. The patient was kept on the on the same dose on the pump. It was unclear if the patient experienced withdrawal or if the oral medication was to prevent withdrawal. It was unknown if the issue had resolved. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that there was no device issue, patient/therapy issue or procedure issue associated with symptom of withdrawal or overdose. The patient was severely dehydrated. It was further reported by the consumer via device manufacturer representative that the patient had a low immune system and had to get ivig(intravenous immunoglobulin) twice a month for 12 years due to his low immune system. It was states that he usually has diarrhea about twice a week ever since having pump implanted.  However, he had diarrhea for 5 days prior to being admitted to the hospital. The hcp did not believe the pump was related to his diarrhea. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was admitted to the hospital for questionable overdose symptoms and was given narcan. The patient was in the intensive care unit. The patient was kept on the on the same dose on the pump. It was unclear if the patient experienced withdrawal or if the oral medication was to prevent withdrawal. It was unknown if the issue had resolved. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced significant altered mental status on 2018-apr-09. The hcp was requesting assistance in stopping the pump. No further complication was reported.